Event description:
It was that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. The patient experienced a wound dehiscence. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) wound dehiscence. Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that the event was due to suture breakage. Additional event information was requested. (B)(4).